Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurate results when compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 7:30am, the patient alleged blood glucose results of "105mg/dl" with the lfs meter, and "36mg/dl" on an emergency medical services (ems) meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% or <=30mg/dl. The patient reported that he uses insulin pump therapy (type unknown) to manage his diabetes. On (B)(6) 2012 at 4am, the patient reported taking his usual dose of medication including approximately 3.5 units of insulin (type unknown). Sometime after the alleged issue occurred the patient reported feeling "unconscious, shaky and sweaty." On (B)(6) 2012 at 7:30am, the patient reported ems was called, and after obtaining a low reading, they administered a glucagon injection. It is unclear who discovered the patient unconscious, or if he revived on his own. It is not reported whether the patient was transported to the hospital. At the time of troubleshooting, the cca confirmed the patient was using an approved sample site for testing and the subject meter was in the correct unit of measurement at the time of testing. The cca noted that the patient's test strips were in good condition. However, a control solution test was not run due to the reporter not having testing supplies available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient claims he had an inaccurate reading, therefore, omitted treatment, developed symptoms of severe hypoglycemia, and required treatment from a healthcare professional after the alleged issue began. In addition the patient performed a meter vs. Another meter comparison where the calculated difference meets lfs' criteria for accuracy reporting.